Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided informaiton states the product is not suspected of failing to meet specifications or contributing to the fracture of the screw. The investigation was limited to the information provided, as the lot number required to review the device history records was not provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
The patient underwent surgery due to a broken screw.